Event description:
It was reported that a premature battery depletion alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected however, it was noted that the current consumption increase was pretty subtle at the present moment and could still stabilize. Technical services (ts) discussed interrogating this s-ICD with a programmer with updated software, or perform a magnet reset. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received from the rep that a different programmer was utilized, and this s-ICD was successfully interrogated with no other issues.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected however, it was noted that the current consumption increase was pretty subtle at the present moment and could still stabilize. Technical services (ts) discussed interrogating this s-ICD with a programmer with updated software, or perform a magnet reset. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received from the rep that a different programmer was utilized, and this s-ICD was successfully interrogated with no other issues. Additional information was received that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a premature battery depletion alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected however, it was noted that the current consumption increase was pretty subtle at the present moment and could still stabilize. Technical services (ts) discussed interrogating this s-ICD with a programmer with updated software, or perform a magnet reset. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.